Event description:
The ge oec 9800 fluoroscopy system had physicist discrepancy on kvp output.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the ma limit files corrupted. Flash memory was erased and the calibration files were reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.